Event description:
It was reported that intraoperative test results showed high electrode impedance values on 8 electrodes. The same results were obtained 7 weeks after surgery, in 2005. It was reported in 2007 that the pt was experiencing a decrease in performance. The results of an integrity test done in 2007 were consistent with normal receiver/stimulator function and 8 open circuit electrodes. Reprogramming was attempted. However, the pt's performance decrement was not resolved as of the following month. Explant/reimplant surgery was recommended.

Manufacturer narrative:
This type of event is addressed in the device labeling code #1738.